Event description:
Two bipolar cords were defective. Bipolar cords would not stay plugged in to esu(electrosurgical unit). The right side connector was loose and would fall out. Two bipolar cords not used on patient were wasted. Third bipolar cord was obtained and used. Pt undergoing septoplasty bilateral maxillary antrostomy with tissue removal, bilateral total ethmoidectomy, bilateral endoscopic sphenoidotomy, bilateral endoscopic frontal sinusotomy. No injury to the patient. Reference report: mw5117817.